Manufacturer narrative:
As reported, sorbafix deployed more than one fastener at a time and deployed broken fastener. It is reported that the subject device is being returned for evaluation; however, at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. This MDR represents the sorbafix enhanced (device #2). An additional MDR was submitted to represent the sorbafix enhanced (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure when fixating the mesh in the preperitoneal space, sorbafix enhanced devices (device #1 and device #2) deployed more than one fastener at a time. It was reported that no fasteners have been fixated from both devices and one fastener was broken (device #2). It was also reported that the broken fastener was not removed from the patient's body. The surgeon has high level of experience, and the procedure was completed by using another brand device. There was no patient injury. This file represents device #2.

Event description:
As reported, during a tapp procedure when fixating the mesh in the preperitoneal space, sorbafix enhanced devices (device #1 and device #2) deployed more than one fastener at a time. It was reported that no fasteners have been fixated from both devices and one fastener was broken (device #2). It was also reported that the deployed multiple fasteners and broken fastener were not removed from the patient's body. The surgeon has high level of experience, and the procedure was completed by using another brand device. There was no patient injury. This file represents device #2.

Manufacturer narrative:
As reported, sorbafix deployed more than one fastener at a time and deployed broken fastener. It is reported that the subject device is being returned for evaluation; however, at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. Addendum: h11: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample is inconclusive as the device was received with all 15 fasteners having been deployed prior to the sample return. Functional and simulated use testing could not be performed due to the sample condition. No damage or manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h10, h11. Corrected fields: b5, h6. This supplemental MDR represents the sorbafix enhanced (device #2). An additional supplemental MDR was submitted to represent the sorbafix enhanced (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.